Manufacturer narrative:
Company rep evaluated the unit. Corrections included resoldering the unit's from panel connectors. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported no ECG readings from the dpm 6 monitor's mpm module. No patient injury was reported.